Manufacturer narrative:
One sample was received for evaluation. Visual inspection was able to verify the reported leakage problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was stated that the liquid was leaking, from aluminum part. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.